Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a high superior vena cava (svc) defibrillation impedance. It was noted there was moderate increase in rv coil impedance. The svc coil and alerts were programmed off. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.